Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer reported problem regarding delivery accuracy was unable to be duplicated. According to the investigation, three different delivery accuracy tests were performed, and all were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump; therefore, the action required.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump failed accuracy by -7.7% with lens damaged. No patient involvement reported.